Manufacturer narrative:
The livanova technician who reached the facility did not confirm the reported issue, therefore the error was reproducible. After performing egb functional checks the device is back in service. A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. Based on the collected information and considering the results of investigations performed on previous similar cases, it cannot be excluded that an intermittent electrical failure, such as bad connections and a poor/false contact, may have contributed to the instance experienced by the customer. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error message related to an ad transformer fault and visual dual alarm was displayed. The issue occurred during procedure. There was no patient injury.